Event description:
Implantation of phakic 6 intraocular lenses -ophthalmic innovations- by dr that were not and still are not FDA approved. These implants were not part of a clinical trial. After almost exactly 5 yrs which is the statute of limitations, I learned that these lenses had caused cornea damage in both eyes and had to be removed. The lenses were removed by a cornea specialist at the medical college. A complaint was filed to the medical board who recently reported that found dr did nothing wrong. Dates of use: 2001 - 2006.